Event description:
Same case as: 2134265-2008-04848. It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous circumflex (cx) artery. A 1.25mm rotoblator was used and the lesion was predilated with a 2.5x20mm non-bsc balloon, inflated to 15 atm for 10 seconds. The 2.50x20mm taxus express2 drug eluting stent was deployed at 12 atm for 10 seconds. Then the physician deployed a second 2.50x20mm taxus express2 drug eluting stent, overlapping the first stent. The physician identified the overlapping portion was not fully dilated. The physician post dilated the area with the stent delivery system (sds) balloon of the second implanted stent. The sds balloon became trapped in the stent. The sds was able to be removed. Upon removal, the shaft was found to be elongated. The stents were further dilated with a 2.5x10mm nc mercury balloon. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.